Manufacturer narrative:
Concomitant products: product ID 37751, serial# (B)(4), product type recharger; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The patient was very disappointed with the system the patient sits on the recharge antenna and she does not like the belt at all. After 20 minutes the patient loses contact. The implant will be removed. The patient wanted to donate the equipment. No patient harm reported. Device analysis revealed the device tested to specs, (B)(4). Additional information has been requested.